Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Additionally, it was reported that the pump touch screen was unresponsive and delayed in responding to presses. Reportedly, the pump touch screen became frozen on the 'fill cannula' screen. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 250-262 mg/dl.